Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to improper electrode placement. The device was explanted on (B)(6) 2009 and the patient was reimplanted with a new device during the same surgery. The manufacturer became aware upon receipt of the explanted device on (B)(4) 2012.